Event description:
I had breast implants (smooth) following a double mastectomy. Within three months, I developed monthly attacks of life threatening (throat involvement) angioedema, rheumatoid arthritis, enlarged lymph nodes, high eosinophils (817 cells/ul) and elevated c reactive protein (hit over two hundred several times (normal under 8)) associated with periodic fever syndrome. Got a diagnosis of interleukin 6 overproduction, hypoglobulinemia, and schnitzler syndrome by dr (B)(6) of (B)(6) medical who did a case report on me for the journal of immunology and allergy. Since I was (B)(6) when I developed this autoimmune disease I attribute it to the implants. Have to ask plastic surgeon.